Event description:
It was reported that this right ventricular (rv) lead was observed to be damaged within its sterile packaging. The physician exchanged the lead to resolve the event and there was no patient involvement. This rv lead is expected to be returned for analysis.

Manufacturer narrative:
This report is being sent to provide correct information in sections b5 (event description) and h6 (impact and device codes).

Event description:
It was reported that this right ventricular (rv) lead helix movement was observed to be functioning poorly. The lead was exchanged to resolve the event and no adverse patient effects were reported. This rv lead is expected to be returned for analysis.

Manufacturer narrative:
This report is being sent to provide correct information in sections b5 (event description) and h6 (impact and device codes).

Event description:
It was reported that this right ventricular (rv) lead helix movement was observed to be functioning poorly. The lead was exchanged to resolve the event and no adverse patient effects were reported. This rv lead was received for analysis.

Manufacturer narrative:
This report is being sent to provide correct information in sections b5 (event description) and h6 (impact and device codes). This report is being sent to correct missing information in sections h2 (if follow-up, what type). H3 (device eval by manufacturer), and h11 (additional MFR narrative). This lead was recently returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this right ventricular (rv) lead helix movement was observed to be functioning poorly. The lead was exchanged to resolve the event and no adverse patient effects were reported. This rv lead was returned for analysis.